Event description:
The customer reported via phone call that the screen of the insulin pump was going blank and would reset when pressing the esc button. The customer's blood glucose was unknown. The customer stated that the issue had occurred twice. The customer was advised to call back when the issue was occurring in order to properly troubleshoot the issue. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.